Event description:
Event description guidant received information that this device was inhibiting output due to noise. This is a single chamber device providing therapy in the atrium. The caller could not reproduce the noise in the clinic by doing arm movements, isometrics, or pocket manipulation.